Event description:
It was reported via repair work order that the support mount would not lock into place due to a damaged internal linkage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.